Event description:
A surgeon reports that during intraocular lens (iol) implantation surgery, a white substance was noted on the lens after insertion into the eye. The white substance could not be removed, so the surgeon replaced the iol during the same procedure. The incision was widened to facilitate removal of the lens. The pt's visual acuity (va) prior to iol implantation was 20/60 (2002). The pt's va after iol implantation was 20/25 the next month.